Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert when the pump was plugged into a wall outlet. Reportedly, the alert did not recur after the customer used an alternate usb cable and wall adapter to charge the pump. The customer's blood glucose (bg) level was reportedly within range.